Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's lighting issue allegation was confirmed. The device evaluation found: the turret motor does not switch to narrow band imaging due to failure, no high brightness due to high brightness motor failure, and no high intensity due to wear of the detection lever. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera pro xenon light source's lamp was having lighting issues, and the device does not switch to narrow band imaging. The intended therapeutic procedure was able to be completed. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, poor aperture spring operation (brightness adjustment) failed due to aperture spring deterioration. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that it does not switch to narrow band imaging due to failure of the turret motor. Olympus will continue to monitor field performance for this device.